Manufacturer narrative:
Upon reassessment of the reported event based on additional information, the information provided on this form was is now submitted under manufacturing report number 0002648920-2019-00793. The initial report was submitted needs to be voided.

Event description:
This report will be submitted on 0002648920-2019-00793 as it was reported on wrong manufacturing location.

Manufacturer narrative:
(B)(4). (UDI): n/a. Concomitant medical products: catalog #: unknown, unknown knee femoral, lot # unknown; catalog #: unknown, unknown knee tibial tray, lot # unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-01786, 0001822565-2019- 01787.

Event description:
It was reported that bilateral patient underwent left total knee arthroplasty approximately four years ago and subsequently has been experiencing pain and swelling since the procedure.